Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA due to error 4 meter message. This complaint is being reported because the reported issue was not resolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (07/11/2013)-device evaluation: the analysis of the subject meter was completed on 07/09/2013 by lifescan product analysis with the following findings: the reported error message observed in the field could not be reproduced in the laboratory. The device met specifications for testing and no issues were observed during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (07/05/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis (pa) on 6/19/2013 and 6/27/2013, respectively, with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and pa noted that error 4 was observed during control solution tests. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.